Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a hole measuring approximately 0.05¿ x 0.05¿ slightly below the silicone overmold of the mcs tip cover accessory. The damage appeared to be a crater-like hole and it exhibited char-like features at the affected area. Any material missing is likely to be thermally induced. Probable cause of this failure is attributed to mishandling and misuse. Further inspection identified tearing at the mouth measuring 0.09¿ in length on the distal end. No material was missing. The tear is not axially aligned with the mcs tip cover accessory. There are no signs of thermal damage present at the end of any tears. This failure is indicative of a component failure. It was indicated that damage to mcs tip cover accessory is attributed to either improper installation into the mcs instrument and or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument allegedly arced during initial energy activation. Troubleshooting was performed by inspecting the mcs instrument and slight cracks were identified on the edges of the mcs tip cover accessory. The user indicated that the instrument and the accessory was inspected prior to use and no damage was found. The user replaced to the backup mcs tip cover and continued the procedure using the same mcs instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: when the mcs instrument was energized, a little arc/spark near the tissue was observed. Use of the instrument was discontinued. The mcs instrument was not in close proximity with another energy instrument when it was energized. The mcs tip cover was properly placed on the mcs instrument using the installation tool. The energy setting during energy activation was cut: 40; coag: 40. The mcs instrument was not "air fired." The exact location of the damage was on the distal end of the mcs tip cover. The issue was resolved after replacement of the mcs tip cover using the same mcs instrument. The mcs instrument is not returning for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the mcs tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the procedure logs confirmed the procedure on (B)(6) 2022 on system (B)(4)matching the complaint information. Verification of the accessory product via system logs could not be performed because accessory device product details are not captured in the system logs. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and had cracks. It is unknown if the location was on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.